Manufacturer narrative:
No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: catalog number is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown. D5: operator of device is unknown.

Event description:
It was reported, that the devise was showing no disposable alarm on their pump. No patient injury was reported.